Event description:
Nuvasive screw drivers were used to implant screws into the spine. Tip of screw driver x2 broke off into patient during the case. Unable to retrieve 1 piece from bone. FDA safety report ID# (B)(4).